Manufacturer narrative:
.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a neurovascular procedure, the physician reported that the enterprise vrd and delivery system pre-deployed inside the hub of the unknown microcatheter (mc) and was discarded. The physician also reported that while shaping the agility 14 soft guidewire, it became stretched and thus unusable. Another enterprise system and agility guidewire were used to complete the procedure successfully. There was no reported patient injury. No additional information is available.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a neurovascular procedure, the physician reported that the enterprise vrd and delivery system pre-deployed inside the hub of the unknown microcatheter and was discarded. The physician also reported that while shaping the agility 14 soft guidewire, it became stretched and thus unusable. Another enterprise system and agility guidewire were used to complete the procedure successfully. There was no reported patient injury. No additional information is available. Inspection of the returned enterprise indicated that the coil was observed under microscope and a kink/bent stretched condition at 29.4 cm from distal coil tip end was noted. (B)(4): the product was returned for inspection. Per concert medical report (B)(4): the sample during shaping became stretched and was discarded. The sample showed the core wire to be broken at the .0024" diameter and unraveled platinum coil wire. The proximal bond remained intact, but the mid joint, tip bond and everything between was missing. The deformation in the photo was likely caused by exceeding the yield strength on the core wire proximal to the mid joint first, and then exceeding the ultimate tensile strength at the same location. The evidence strongly suggests that the device experienced tensile forces that exceeded the design limitations. Device history review was performed and no known non-conformities were found. The failure reported as "unraveled/stretched-during prep / distal tip" was confirmed due to the received condition of device. The exact cause of the reported issue by customer as well as the findings of the involved unit (the core wire broken and unraveled platinum coil wire) could not be conclusively determined. However, product analysis suggests that procedural factors could be impacted on the failure as reported, and customer complaint report indicates that event occurred during the procedure. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing process; therefore, no corrective action will be taken at this time. Shaping of the guidewire by the physician may have produced excessive stress or torque resulting in the reported stretching of the guidewire. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue. Proper placement and securing of the introducer in the micro-catheter (mc) hub provides an uninterrupted passage for the stent to move from the introducer into the mc. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. The introduction procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. If prior to introduction of the stent fully within the microcatheter, the introducer is not fully seated in the microcatheter hub or there is movement of the introducer resulting in a gap, the proximal end of the stent will expand as it enters the gap. If the introducer is not secured, it will move and the gap will expand resulting in premature deployment of the stent in the microcatheter hub. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2012-00123 and #1058196-2012-00151.